Manufacturer narrative:
Citation: nwaedozie s, zhang h, najjar mojarrab j, et al. Novel predictors of permanent pacemaker implantation following transcatheter aortic valve replacement. World j cardiol. 2023;15(11):582-598. Doi:10.4330/wjc.v15.i11.582 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the impact of certain baseline comorbidities on the need for permanent pacemaker implantation after transcatheter aortic valve replacement (tavr). The study population consisted of 357 patients who underwent tavr with either a non-medtronic sapien balloon-expandable valve (n = 192) or a medtronic corevalve self-expandable valve (n = 165). Within one year of tavr, the authors observed a total of 42 deaths. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following adverse events were also documented by the authors: stroke, atrial fibrillation/flutter, bleeding, blood transfusion, myocardial infarction, ¿other¿ (unspecified complications), hospitalization (for any reason or for heart failure), and need for permanent pacemaker implantation. Indications for pacemaker implant included: congestive heart failure with left ventricular dysfunction, bradycardia, second-degree atrioventricular (av) block, and complete av block. No further information was provided pertaining to medtronic products.